Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg and lead. No malfunction suspected on the ipg. The patient was doing well postoperatively. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the lead showed high impedances. X-ray was taken and revealed that lead was severed. There was no indication how the lead was severed.

Event description:
A report was received that the lead showed high impedances. X-ray was taken and revealed that lead was severed. There was no indication how the lead was severed.

Event description:
A report was received that the lead showed high impedances. X-ray was taken and revealed that lead was severed. There was no indication how the lead was severed.

Manufacturer narrative:
Additional information was received that the lead was confirmed to be severed in the middle of the tails. The physician scheduled the patient to undergo an explant procedure to place in a new lead and a new ipg. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).